Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported conditions were not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "black mold-like discoloration" in the silicone tubing of the minicap transfer set. It was further reported that there was a leak from an unspecified location of the transfer set, thought to be the twist clamp area. It was reported there was no damage (cut, hole, crack) observed with the product. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for 5 months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.